Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, additional information in section b5, and to update section h3, and to provide the completed investigation results. It was initially reported that the device was not available for evaluation; however, the actual device was received. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve as intended. The deployment sleeve was in the full rear lock position, with the color bands fully exposed. The hemostasis sheath appeared to be cut manually throughout the length of the sheath. The collagen was still ensconced within the carrier tube and it was also exposed through the cut. No other visual anomalies were noted. Microscopic analysis was used to determine if the anchor was still present in the sheath, and the anchor could not be observed. Functional testing of the product was not possible due to the mutilated state of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 14jan2020. The procedure performed for the patient prior to use of closure device was an angio. A 5fr sheath was used. A pre-deployment angiogram was performed. There were deployment issues, the anchor did not come out when inserting carrier tube. The patient condition was stable.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during placement of the angio-seal, the anchor and wire stayed in the seal. Manual compression was successfully applied to the patient. The product was cut open afterwards to verify is nothing was left behind in the patient; this was confirmed, all parts were in the angio-seal device. There was no harm to the patient.